Event description:
It was reported that the screen is frozen and impossible to turn off. It is unknown if the device was in use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. (B)(6).

Manufacturer narrative:
The remote service engineer (rse) reviewed the device logs and found no hardware or software failure. The device was returned to a philips authorized repair facility for evaluation/repair. Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicated no defect found. The unit was tested for 96 hours connected to various simulators without being able to reproduce the defect reported by the customer. The device will be returned to the customer.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported that the screen is frozen and impossible to turn off. The device was in use on a patient at the time of the event. There was no adverse event reported.